Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0208416786, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had swelling and pain at their lead site. The patient¿s doctor suspected the implanted site had an infection and they suggested a blood check and 5 day antibiotics. The doctor also suggested that the patient go to the hospital for a further check. Five days later, it was reported that the blood check result was okay and the doctor thought the infection reason was probable. It was stated that the patient¿s mood was stable and the patient was being treated in a hospital. The patient¿s infection was under observation and there was no plan to explant the lead. It was later reported that the patient replied that they were well. No further information was available because the patient didn¿t go back to the hospital for a check. If additional information is received, a follow-up report will be sent.